Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) bags were leaking near the port where the seam are located. The leaks were observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: lot# 60128813 the device was manufactured between 05/30/2018 - 06/03/2018. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed of all the samples. The reported problem was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.